Event description:
It was reported that patients lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned per hospital policy.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Dditional suspect medical device component involved in the event: product family: scs-linear leads. Upn: sc-2108-50m. Model: sc-2108-50m. Serial: (B)(6). Batch: (B)(6).